Event description:
It was reported that during a stent procedure, as the stent was being advanced over the guide wire, it got stick and froze. The stent delivery system (sds) was pulled and pulled, first the tip came off, then the stent came off, and finally the shaft separated. Reportedly, there was no patient involvement.